Event description:
The reporter stated he had rec'd the er1 message a couple of times, but did not know the exact dates. He said that he had repeated each test with a new test strip and rec'd a result. He reported results in the mid 200 mg/dl range. He stated he does not use the color chart to compare to his test strip vial.